Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient hadn¿t been getting good symptom relief in the last two months prior to the report, confirming it was in august. This was a loss of therapy. On (B)(6) 2019, the patient reported that they had three device issues since implant. Sometime, probably, in 2017, the patient went in because they were having problems. The healthcare professional (hcp) probably restarted the implanted neurostimulator (ins) and the patient didn¿t know if the ins was on or off at that time, but the ins/therapy wasn¿t doing anything. The patient stated that their ins shut off in (B)(6) 2018 and it was unknown why. One day, the patient was just throwing up and for the next couple days they were still throwing up. They noted that they went to the hospital at this time. The patient also noted that, in (B)(6) 2019, they fell asleep with headphones in and, while they were sleeping, they fell out onto the patient¿s stomach. It was noted that they could have been sitting there for six hours and the patient was concerned they could have impacted the ins because they woke up sick. The patient also mentioned that the hcp would increase the stimulation every time the device had turned off. They thought they had a 2.5 level device and the hcp had the stimulation set to 7.5 and they thought, if they saw the hcp for this issue, they would increase it to 10. The patient anticipated that the battery would only last two years and they wouldn¿t be surprised if it was dead at the time of the report. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that they described the symptom of throwing up in further detail, stating that they had colicy pain. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.